Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; no defects were noted. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the certas plus valve was implanted to a patient via l-p shunt on (B)(6) 2021 with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) subcutaneous edema appeared and a CT confirmed that the site of edema coincided with the position of the valve. It was removed and replaced on (B)(6) due to suspicion of shunt failure. The patient recovered.